Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The citation is as follows: garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551. A copy of the publication is attached to this report. As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551, one patient presented with stent occlusion within first 6 months following the placement of a smartflex 5x150 self-expanding stent delivery system (ses). Originally, the patient presented with critical lower leg ischemia and extensive gangrene of the foot due to occlusion of the distal popliteal artery and origin of below-the-knee vessels, with only a distal peroneal artery patent. The patient was treated with endovascular recanalization of the occluded segments, subsequent popliteal percutaneous transluminal angioplasty (pta), the smartflex stent deployment and failed recanalization of the tibial vessels. The patient underwent major thigh amputation 24 months later due to irreversible gangrene of the foot. The device was not returned for evaluation. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Without procedural films for review, the reported ¿in-stent peripheral artery restenosis¿ could not be confirmed and the exact cause could not be conclusively determined. However, clinical status, comorbidities and pharmacological factors may be possible contributing factors for the patient outcome. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. The term neointimal is used because the cells in the hyperplastic regions of the vascular wall have histological characteristics of both intima and normal artery cells. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Acute limb ischemia is a sudden decrease in limb perfusion that threatens limb viability and requires urgent evaluation and management. Gangrene is a condition that occurs when body tissue dies. It is caused by a loss of blood supply due to an underlying illness, injury, and/or infection. Fingers, toes, and limbs are the most often affected. Any condition that affects blood flow increases the risk of gangrene. Amputation is an acquired condition that results in the loss of a limb, usually from injury, disease, or surgery and is performed in patients with irreversible damage. Assessment determines whether a limb is viable or irreversibly damaged. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551, one patient presented with stent occlusion within first 6 months following the placement of a smartflex 5x150 self-expanding stent delivery system (ses). Originally, the patient presented with critical lower leg ischemia and extensive gangrene of the foot due to occlusion of the distal popliteal artery and origin of below-the-knee vessels, with only a distal peroneal artery patent. The patient was treated with endovascular recanalization of the occluded segments, subsequent popliteal percutaneous transluminal angioplasty (pta), the smartflex stent deployment and failed recanalization of the tibial vessels. The patient underwent major thigh amputation 24 months later due to irreversible gangrene of the foot.